Manufacturer narrative:
This device was successfully replaced and returned for laboratory analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher than typical build-up of internal battery impedance.

Event description:
- -

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator device displayed end of life (eol) indicators. There was concern this device reached eol more rapidly than expected due to extended charge times. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.